Manufacturer narrative:
Due to characterization limit e1 event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had a broken fiber optic port prior to use. No patient was involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Getinge field service engineer fse was dispatched to evaluate the iabp unit and the fse could not duplicate the error but the fse did find that the blue connector was crackled out and the fiber connector did not snap into place securely. The fse replaced the fiberoptic sensor extension cable assembly and all tested to factory specifications. The following was performed by abdellatif berkane, sr service technician of the maquet failure analysis and testing fat department wayne, nj. The failure analysis and testing dept. Received part with a reported unit failure of cracked connection port, does not lock in the fiber iab properly. The failure analysis and testing dept. Performed visual inspection of the part received fiber optic sensor extension cable assy and found that the blue receptacle housing of the fiber optic connector is broken. Due to the extent of the damage, further investigation by the failure analysis and testing department is not possible.the failure analysis and testing department was able to verify the failure as described by the customer. Root cause: the fiber optic adapter connector item 14 of the cable assembly, fo sensor extension is not robust enough to consistently withstand large and or repeatable force impact that the connector may be subjected to over the course of continued use.

Event description:
N/a.